Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure, the when the e-sep pencil was plugged in, it activated without the button being pushed. The patient received a minor burn. The procedure was completed successfully without a delay; no medical intervention was reported.

Manufacturer narrative:
Correction: d9: device not available for return. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the when the e-sep pencil was plugged in, it activated without the button being pushed. The patient received a minor burn. The procedure was completed successfully without a delay; no medical intervention was reported.